Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the leds for the drawer, found no lights on it. The station was shut down, and the back of the drawer was opened. Each sub-drawer controller was tested; it was revealed that the drawer 2.2 controller was reading at 0.4 ohms. This drawer controller and the pyxibus bus module controller, which was no longer powering on, were replaced. The station was powered on, allowed to update its firmware, and the drawer was configured and rebooted to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.